Event description:
As reported via the edwards clinical specialist, 3 days s/p transapical transcatheter aortic valve replacement (tavr) procedure, the patient expired while still in the hospital.

Manufacturer narrative:
During the tavr procedure, the edwards sapien valve was positioned 50:50 within the native aortic annulus. There was reported good image intensifier angle and coaxial alignment of the valve and the delivery system prior to deployment of the valve. Additionally ventilation was held and there was no loss of pacing capture during deployment of the sapien valve. Post deployment the sapien valve was noted to be in a 50:50 position within the aortic annulus. From the initial reporting of the event, there were no noted complications during the index tavr procedure. Investigation on the cause of the patient's death is in process

Manufacturer narrative:
Additional information was received from the edwards clinical specialist in regards to the tavr procedure and the patient's death. At the time of the procedure, there were no issues and the patient was noted to have a stable outcome. Post procedure echo showed good valve function and good positioning. On post operative day 3, the patient stood up and complained of back pain and then collapsed. The operators were not able to review her. The family did not request an autopsy; therefore the cod is unavailable. The device was not returned to edwards for evaluation as it remains implanted in the patient based on the available information. In addition, a device history record (DHR) review was not required per sop 5101 and gsop8.1.001, rev l. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. At this time the exact cause for the reported event cannot be confirmed; however, no issues with the valve were reported during and post tavr procedure prior to the patient's death. Since there is no allegation of device malfunction based on the information provided, or labeling issues, and no medical records regarding the patient's death, no further investigational activities can be performed. No corrective or preventive actions are required. Should additional information be received, this case will be investigated.

Manufacturer narrative:
As reported via the edwards clinical specialist, 3 days s/p transapical transcatheter aortic valve replacement (tavr) procedure, the patient expired. At the time of the procedure, the sapien valve was positioned and deployed 50:50 within the annulus. The image intensifier angle and coaxial alignment of the delivery system and valve were reported to be good. During deployment, ventilation was held and, there was no loss of pacing capture. Multiple follow up attempts were performed to gather the cause of death of the patient. However, no information was released by the hospital. The device was not returned to edwards for evaluation as it remains implanted in the patient based on the available information. In addition, a device history record (DHR) review was not required per sop 5101 and gsop8.1.001, rev l. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. At this time the exact cause for the reported event cannot be confirmed; however, no issues with the valve were reported during and post tavr procedure. Since there is no allegation of device malfunction based on the information provided, or labeling issues, and no medical records regarding the patient's death, no further investigational activities can be performed. No corrective or preventive actions are required. Should additional information be received, this case will be investigated.